Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional thoracic aortic aneurysm (taa) procedure. Reportedly, with one device, there was no blood flow from the marker lumen despite the marker lumen being successfully pre-flushed with saline prior to use. With another device, a link break occurred during plunger removal. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 22f sheath, and the taa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture/link break was confirmed. Additionally a needle to cuff miss was found during investigation of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture/link break and unexpected medical intervention appear to be related to operational context. It is likely that an interaction with patient anatomy or link pulled until it breaks due to circumstances of the procedure. A needle to cuff miss likely contributed to the suture/link break and that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.